Manufacturer narrative:
It was reported that strands from the 4x4 gauze were found in the operative site and removed with forceps. The surgical site was then irrigated. It is unknown if the gauze was unfolded prior to using it. The account could not provide many details regarding this incident. No patient injury resulted. No further intervention was indicated. The actual sample has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that strands from the 4x4 gauze were found in the operative site and removed with forceps.